Event description:
Ous MDR - it was reported there was a threshold rise after implantation. This is all of the available info at this time. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bend in the distal part of the lead. Bending the distal part requires the presence of mechanical forces. Mechanical stress during the explantation procedure should be taken into consideration. The cuttings of the insulation occurred most likely during the explantation procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.